Event description:
A journal article was obtained on 11-dec-2025 that reported a prospective study from the united states of america. This is a long term outcome study to analyze and compare the survivorship between the cementless and cemented total knee arthroplasty using a nexgen, total knee arthroplasty. Prior literature assessed the same cohorts results at the 2-year and 5- year follow-ups. The 10 year cohorts reviewed 36 cemented and 31 cementless cases. The components used for the patients randomized to the cemented group included the cemented precoat cruciate-retaining (cr) flex femur and a cemented precoat keeled tibial tray. Patients randomized to the cementless group received a nexgen cementless cr flex design femur with a fiber metal mesh ingrowth surface and a cementless, modular, pegged, trabecular metal tibial tray. Both treatment groups received the same standard cr fixed-bearing polyethylene. All patellae were resurfaced with a cemented all-polyethylene 3-peg button. All operations were performed by a single surgeon, who used a midvastus approach. The study population was under the age of 75 years old with a mean at of 59 years (cemented) and 60 years (cemented) at time of surgery; percentage of women (66% cemented/60% cementless). Follow-up was conducted at 1 year, 2 year, 5 year, and 10 year with a mean length of follow-up of 12.7 years in the cemented group and 12.5 years in the cementless group. The study has followed patients for a minimum of 10 years with plans to collect data at the 15 year and 20 year intervals. It was reported that one (1) patient, within the cemented group, developed tibial baseplate loosening secondary to osteolysis. The patient was subsequently revised twelve (12) years and eleven (11) years post-implantation.

Manufacturer narrative:
(B)(4) d10: medical product: unknown nexgen cemented precoat cr flex femoral component: catalog#ni, lot#ni; unknown cr fixed-bearing articular surface: catalog#ni, lot#ni; unknown cemented all-polyethylene 3 peg patella: catalog#ni, lot#ni. G2: literature - citation: olson nr, parks nl, nagda ss, mcasey cj, fricka kb. To cement or not? Ten-year results of a prospective, randomized study comparing cemented versus cementless total knee arthroplasty. J arthroplasty. 2025 oct;40(10):2630-2636. Doi: 10.1016/j.arth.2025.04.076. Epub 2025 may 7. Pmid: 40339944. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided in the journal article, however it is unknown if they are related to the patient in this complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.